Event description:
While the concentrator was in use, the unit allegedly caught fire internally. No injuries are alleged.

Manufacturer narrative:
No injury reported. User alleges device had caught fire internally. History of similar complaints would suggest an external ignition source including, but not limited to smoking. Device is labeled and user guide covers this area. MDR filed as a conservative measure.